Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue between the patient connector of two (2) ce minicap extended life pd transfer sets and the titanium adapter. This occurred during use of devices for peritoneal dialysis therapy. There was no allegation against the titanium adapter, which was still in use at the time of this report. On the same day as the event date, the patient received prophylactic antibiotics (vancomycin, 2 grams). There was no patient injury associated with this event. No additional information is available.